Event description:
The patient was admitted to the operating room with intracranial hypertension as measured by intracranial pressure. Sensor positioning was verified by imaging (scanner) after implantation. An external shunt was performed with no improvement in intracranial pressure. A decompressive craniectomy was therefore performed.

Manufacturer narrative:
The device has been discarded, and the sn has not been noted. So, we can not perform an analysis of the production batch record. Root cause can not be found. This report is being resubmitted because the previous report sent on 04/10/2025 (increment 3001587388-2025-00011) was not accepted.

Event description:
The patient was admitted to the operating room with intracranial hypertension as measured by intracranial pressure. Sensor positioning was verified by imaging (scanner) after implantation. An external shunt was performed with no improvement in intracranial pressure. A decompressive craniectomy was therefore performed.